Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down on multiple occasions. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.